Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked for atrial fibrillation (af) with rapid ventricular response (rvr) detected as a ventricular tachycardia (vt)/ ventricular fibrillation (vf) episode by the implantable cardioverter defibrillator (ICD) and was admitted to the emergency room (ER). The ICD remains in use. No further patient complications have been reported as a result of this event.